Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 161 events were reported for this quarter. Product return status: 1 device was received. 155 devices were evaluated in the field. 5 device investigation types have not yet been determined. Event confirmation status: 155 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 155 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information: 161 devices were not labeled for single-use. 161 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 161 </noe> malfunction events in which the device had paint chips missing. 161 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h10162 previously reported events are included in this follow-up record.product return status161 devices were received.1 device was not available for evaluation.

Event description:
This report summarizes 162 malfunction events in which the device had paint chips missing. - 162 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 161 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 162 reported events are included in this follow-up record. Product return status 32 devices were received. 129 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status 160 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 160 devices were found to be affected by missing paint chips. 1 device had no problem found.

Event description:
This report summarizes <noe> 162 </noe> malfunction events in which the device had paint chips missing. 162 events had no patient involvement; no patient impact.